Event description:
A home pt began experiencing 15-20 minute long episodes of shoulder pain during and after every fill cycle of their automated peritoneal dialysis therapy at the beginning of february. Reportedly, their priming technique included sliding the clamp on the pt line of the homechoice set all the way up to the pt connector and closing it during prime so as to avoid an overprime due to the home pt stacking their solution bags on top of the heater bag during prime. Per the home pt, there was typically an air gap less than a 1/2 inch in length at the end of prime and their therapy started with an initial drain so it was immediately purged from the pt line. Reportedly, after 2 days of shoulder pain, the pt discontinued the practice of clamping the pt line during prime, and allowed the solution to exit the pt line connector during prime. After several more days of shoulder pain, the home pt contacted their dialysis clinic and notified their nurse of the issue. The home pt then went to the clinic where the nurse reviewed their priming technique. The nurse advised the pt to discontinue the stacking of solution bags during prime in order to avoid the overprime issue, however, was unable to to find anything out of the ordinary that would allow for excessive air in the setup. The pt then did as their nurse suggested and discontinued the stacking of solution bags during prime. Overprimes discontinued but the shoulder pain did not. In 02/2004 the home pt contacted baxter's technical service center to report that hp "thinks air is being infused, hp is waking up with shoulder pain." The home pt reported that no leaks, or incomplete primes have been noted, and no air detect alarms have been received. Baxter's technical service center arragned for a replacement of their cycler. The next day (02/2004) the home pt went to their dialysis clinic and had a chest x-ray was performed. Per the home pt's nurse nothing out of the ordinary was noted. The nurse then advised the home pt to take over the counter analgesics if the pain continued after using the replacement cycler. That night the pt performed therapy with their replacement cycler and during the first fill experienced shoulder pain. The home pt discontinued their apd therapy and completed therapy manually. The next day the home pt's nurse provided the home pt with several homechoice sets from the unit to be used in therapy that night. Several therapies were performed with those homechoice sets and still the same shoulder pain issue was encountered. The pt then did one final apd therapy using the standard mode on the replacement cycler, and the unit provided homechoice set and during fill 1 experienced such severe should pain, and for the first time severe pain in the diaphragm area, that they thought they were going to "get sick." The home pt disconnected from the setup and attempted to make their way to the bathroom. Reportedly, on their way to the bathroom hp passed out. Therapy was discontinued for the evening. The next day the home pt went to their dialysis clinic. As a last resort before switching the over to primary capd therapy, their dialysis nurse changed hp mode of apd therapy to tidal therapy mode. That night apd therapy was performed pain free. No further difficulties have been experienced since changing their therapy mode.